Event description:
Consumer called stating that the right wheel on his (B)(4) over the bed table was allegedly shattered. No injury. Product was purchased on-line. The malfunction has not been confirmed.